Event description:
It was reported that a (B)(6) patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered av block. Temporarily complete av block during brockenbrough needle alignment. After eps, position brockenbrough needle due to left kent bundles. The heart block resolved over time. The physician considered that the av block with the ablation catheter was likely caused by the catheter rubbing against his bundle. No intervention was provided and the patient outcome was fully recovered. The generator used in the case was a smartablate. There were no abnormalities prior to use or during product use. Other relevant history includes; psvt and pollinosis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30726968l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-may-2022, bwi received additional information regarding the event. Av block occurred twice. The 1st av block occurred during transseptal puncture, and no intervention was provided for 1st av block. The 2nd av block occurred when the catheter was introduced near his bundle, and atropine sulfate hydrate was administered for 2nd av block. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).